Event description:
I used fixodent from approximately 1988 until 2009, while using fixodent early 2009. I was unable to eat, drink, walk, use the bathroom, had weakness, tingling, numbness. After many tests - was diagnosed with neuropathy, which is permanent and will need continued medical care and treatment. Dose: denture cream. Frequency: once, some twice. Route: oral. Dates of use: 1988 - 2009. Event abated after use stopped: no.